Manufacturer narrative:
The information available states that the complainant inspected the reagent bottles 3-10 (inclusive) and documented that bottle 3 (70% ethanol) appeared ¿slightly cloudy, fat particles are floating in reagent¿, and the hydrometer concentration reading was 77%, whilst the instrument software concentration reading was 99.7%. Manufacturer review of the instrument logs shows that bottle 3 (ethanol) was used as the final dehydrating step in both the affected runs. The root cause for the sub-optimal processing of patient tissue samples reported by the complainant from the affected runs was a use error, which occurred at 09:14 on (B)(6) 2024. Specifically, a user failed to complete manual replacement of the reagent in bottle 3 (ethanol) in accordance with the manufacturer instructions detailed in section 5.4.4 of the leica peloris/peloris ii user manual, which contains the following specific warning: ¿always change reagents when prompted. Always update station details correctly ¿ never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss.¿ as detailed in section 8.1 of the leica peloris/peloris ii user manual, the minimum ethanol concentration required for use in the final dehydrating step of a protocol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal processing of patient tissue samples. No adverse consequence(s) to a patient(s) has been reported to the manufacturer. Manufacturer evaluation of the information available showed that the peloris ii automated tissue processor serial number (B)(6) functioned as designed between (B)(6) 2024 and (B)(6) 2024, during the execution of affected tissue processing runs.

Event description:
On 05 june 2024, the complainant contacted leica biosystems with the following information: ¿processing impact, not processed correctly and is oily, soft and slimy wet after processing. We have a processing error that occurred on a p2 processor - s/n (B)(6) our tissue is not processed correctly and is oily, soft and slimy wet after processing.¿ on 06 june 2024, the fas documented the affected patient tissue samples were derived from one (1) ¿9 hour breast¿ protocol comprising ¿customer stated running 92 cassettes but the software stated 105 cassettes were run¿ executed in retort a with a start date and time of ¿(B)(6) 2024¿ and ¿2pm¿ and an end time of ¿3:48am¿ and one (1) ) ¿9 hour breast¿ protocol comprising ¿customer stated running 57 cassettes but the software stated running 48 cassettes¿ executed in retort b with a start date and time of ¿(B)(6) 2024¿ and ¿2pm¿. The tissue type(s) and size(s) of the affected patient tissue samples were documented as ¿cases included - breast, sentinel lymph nodes, colon and stomach resections and some non-sentinel lymph nodes¿ and ¿the sizes varied but all specimens were larger than 4mm¿, respectively. The tissue artefact was described as ¿not processed correctly and is oily, soft and slimy wet after processing¿ and the affected patient tissue samples were not reprocessed. The complainant measured the reagent concentrations in bottles 3-10, inclusive, using a hydrometer and recorded both the measured ethanol concentration and that calculated by the instrument software algorithm, as well as a description of the bottle and its contents. The variance between the measured and calculated ethanol concentration was found to be within the acceptable limits of +/-5% for all bottles, except for bottle 3 which had a measured ethanol concentration of 77% and an instrument software concentration of 99.7%. The complainant also provided a description of the appearance of each reagent bottle. On 08 june 2024, leica biosystems melbourne received information from the assigned leica field applications specialist ¿ core histology, mid-atlantic that all patient cases were diagnosable; and no re-biopsy was performed nor recommended. No adverse consequence(s) to a patient(s) has been reported to the manufacturer. On 18 june 2024, the assigned senior field service technician visited the complainant¿s site to assess the operation and function of the instrument and documented the following: ¿customer had a processing run where the tissue appeared to be under processed... All testing passed. Completed quick clean for retort a and b. Cleanings finished without any incident. Customer will change and flush all alcohol bottles. Inspected the wax baths and saw no signs of contamination.¿